Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that patient had complications after peg-j placement and remained hospitalized. Additional information indicated that patient was having pain and had unspecified surgery again. Patient was released from hospital on an unknown date. It was reported that there was complication with tubing. Though requested, additional information including the nature of complication was not provided.